Manufacturer narrative:
In the previous follow-up MDR submission, in section b.2 of the 3500a form the "required intervention to prevent permanent impairment/damage" box was checked in error. There was no required intervention reported.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles related to a CPAP device's sound abatement foam. A correction to b5 was made and should be: the manufacturer received information alleging black particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, the customer stated that the device was returned. The manufacturer not yet received the device is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g2(company representative), g4 (combination product) was incorrectly captured in follow up 2 report. Section a1 not captured in previous reports was captured and section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.